Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per the company standard operating procedure since the device manufacture date is greater than one year from the event date. The fse that found the issue replaced main board and completed the pm with full calibration and all functional and safety test as per factor specifications. The iabp passed all tests performed and was returned to the customer and cleared for clinical use. (B)(6).

Event description:
It was reported that during a preventative maintenance performed by a getinge field service engineer (fse) the cs300 generated an error code #5. There was no patient involvement and no adverse event was reported.